Event description:
Reporter indicated that patient underwent vns therapy system replacement surgery due to lead discontinuity, during which both the lead and generator were replaced. It was reported that prior to replacement surgery, the patient experienced and increase in seizure activity and his mother no longer noted voice change during stimulation cycles. Device diagnostic testing performed at subsequent office visit resulted in high lead impedance reading (specifics unk), indicating possible device malfunction. The patient then underwent vsn therapy system replacement surgery.